Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine months of post deployment, via right internal jugular vein an 8.5-french vascular sheath was advanced from the jugular approach to an infra renal location. A vena cavogram was then performed. The internal jugular vein filter was noted to be positioned within an infra renal location. There was no significant thrombus within the filter or surrounding cava. The sheath was positioned above the filter hook. Prolonged attempts were made to ensnare the filter hook without success. This likely related to fibrin sheath about the filter hook. The internal jugular vein was noted to be tortuous particularly in the sagittal plane when viewed in the lateral projection, which likely continues to difficulty with filter hook engagement. Ultimately it was decided to maintain the filter as a permanent device. The patient tolerated the procedure well and there were no immediate peri procedural complications. Unsuccessful attempted internal jugular vein filter removal, possibly due to fibrin sheath about the filter hook, and vascular tortuosity. Around, three months and three weeks later, death certificate was received which specified that the patient passed away due to chronic obstructive pulmonary disease. Therefore, the investigation is confirmed for retrieval difficulties. Per the medical records, prolonged attempts were made to ensnare the filter hook without success. This likely related to fibrin sheath about the filter hook. The internal jugular vein was noted to be tortuous particularly in the sagittal plane when viewed in the lateral projection, which likely continues to difficulty with filter hook engagement. Labeling review: the current instructions for use states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the denali filter using an intravascular snare is illustrated below: figure 10a: slowly advance the loop forward over the filter snare hook. Figure 10b: reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook. Figure 10c: advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. Figure 10d: while keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. Figure 10e: retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Figure 10f: once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3 h11: g1, h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient with deep vein thrombosis/ pulmonary embolism and hemoptysis had a vena cava filter successfully deployed without incident. Approximately nine months post filter deployment, attempts to retrieve the filter were unsuccessful and the decision was made to maintain the filter as a permanent device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pulmonary embolus, deep vein thrombosis and hemoptysis was scheduled for placement of an inferior vena cava (ivc) filter. The right internal jugular (ij) vein was accessed and a venacavogram demonstrated no caval thrombus and identified the renal veins. The filter was then successfully deployed in the infrarenal ivc without incident. All devices were removed and hemostasis was achieved. The procedure was well tolerated without complications. Approximately nine months post filter deployment, the patient was scheduled for removal of the filter. The right ij vein was accessed and a venacavogram demonstrated no significant thrombus within the filter or surrounding area. The sheath was positioned above the filter hook. Prolonged attempts were made to ensnare the filter hook without success. This likely related to fibrin sheath about the filter hook and the ivc was noted to be tortuous. It was decided to maintain the filter as a permanent device. The sheath was removed and hemostasis was achieved. The procedure was well tolerated without complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device as not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine months post filter deployment, the patient was scheduled for removal of the filter. Prolonged attempts were made to ensnare the filter hook without success. This likely related to fibrin sheath about the filter hook and the ivc was noted to be tortuous. It was decided to maintain the filter as a permanent device. Therefore, based on the provided information the investigation is confirmed for difficulties removing the filter. Per the provided medical records, the ivc was torturous and the filter was coated in a fibrin sheath. Both these factors could have contributed in the failed removal attempt. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instruction's: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the denali filter using an intravascular snare as illustrated in the IFU and described below: - slowly advance the loop forward over the filter snare hook. - reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook. - advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. - while keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. - retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. - once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient with dvt, pe and hemoptysis had a vena cava filter successfully deployed without incident. Approximately nine months post filter deployment, attempts to retrieve the filter were unsuccessful and the decision was made to maintain the filter as a permanent device. There was no reported patient injury.